Event description:
On 12/16/99 baxter fenwal was notified of a donor's complaint of light headedness which occurred after donation and after the donor had left the facility. The following is a description of the plasmapheresis procedure: customer's info indicated that there were no procedural issues reported during the set up, installation, prime sequence or collection. Customer reported that an airpush alarm occurred during the reinfusion of saline to the donor, which is not an unusual event. Operator appropriately performed an airpurge and continued reinfusion of saline. A second airpush alarm occurred, with the operator performing a second airpurge. Saline reinfusion was continued until completion. Donor states that they noticed tiny bubbles of saline being reinfused prior to the airpush alarm. The operator did not notice anything abnormal. The donor was disconnected and left the facility in good condition without issue. Donor returned a call to the center 2 days after the donation occurred and indicated that doner was in good health. Donor also stated that he had contacted ask a nurse service with his symptoms. A nurse stated that if doner experienced chest pain to lay down and call 911. Follow-up with center indicates that customer didn't seek any medical attention as a result of his lightheadedness.